Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level over 600 mg/dl and had been sick with a virus. Customer declined troubleshooting for the pump. Customer has had low blood glucose levels and he gets migraines whenever his blood glucose is low.